Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("essure coil appears embedded in the fundus of her uterus"), device expulsion ("migrated essure coil was located in uterus/ migration of essure device location of device: left essure coil found in uterine fundus"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included herpes simplex, hyperglycemia, human papilloma virus infection, dizziness, restlessness and palpitations. No pain, constipation, diarrhea, shortness of breath, urinary complaints, fever, chills. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included post-traumatic stress disorder. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain") and rash ("skin rashes"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total vaginal hysterectomy, cystoscopy), surgery (hysterectomy with bilateral salpingectomy - total vaginal hysterectomy, cystoscopy) and surgery (hysterectomy to remove the migrated essure coil in her uterus in (B)(6) 2015). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the device expulsion had resolved. At the time of the report, the uterine perforation, embedded device, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, alopecia, feeling abnormal, memory impairment, rash, vaginal haemorrhage and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, embedded device, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, hysterosalpingogram was done to check the placement of the coils. The hsg results showed that one of the coils had migrated. As a result, on or about (B)(6) 2015, she underwent a tubal ligation. On (B)(6) 2015, she underwent a hysterectomy to remove the essure devices. Ultimately, the migrated essure coil was located her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: one of the coils had migrated. On (B)(6) 2015 by hysterosalpingogram (hsg) - n/a and the result of essure confirmation test was unilateral occlusion (left tube occluded) and the date on which received results was (B)(6) 2015 and the healthcare provider tell about results that only one tube was occluded and essure coil had migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events uterine perforation, embedded device, vaginal haemorrhage, weight increased were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ perforation of uterus"), embedded device ("essure coil appears embedded in the fundus of her uterus"), device expulsion ("migrated essure coil was located in uterus/ migration of essure device location of device: left essure coil found in uterine fundus/ malposition / migration"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tubes". The patient's medical history included herpes simplex, hyperglycemia, human papilloma virus infection, dizziness, restlessness, palpitations, multigravida and parity 3 (04aug2008, 19jun2007, 26jan2012). No pain, constipation, diarrhea, shortness of breath, urinary complaints, fever, chills. Previously administered products included for an unreported indication: iud and depo provera. Concurrent conditions included post-traumatic stress disorder and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin), etonogestrel (nexplanon), oral contraceptive nos and sertraline hydrochloride (zoloft). In march 2012, the patient had essure inserted. In october 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), rash ("skin rashes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient was found to have weight increased ("weight gain"). In august 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog") and memory impairment ("memory issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total vaginal hysterectomy,cystoscopy and hysterectomy to remove the migrated essure coil in her uterus in dec-2015). Essure was removed on (B)(6)2015. In december 2015, the device expulsion had resolved. At the time of the report, the uterine perforation, embedded device, pelvic pain, dysmenorrhoea, menorrhagia, rash, vaginal haemorrhage and weight increased had resolved and the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, alopecia, feeling abnormal and memory impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, embedded device, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on oct-2015, hysterosalpingogram was done to check the placement of the coils. The hsg results showed that one of the coils had migrated. As a result, on or about (B)(6)2015 , she underwent a tubal ligation. On (B)(6)2015 , she underwent a hysterectomy to remove the essure devices. Ultimately, the migrated essure coil was located her uterus. Oct-2015: failure to occlusion of right fallopian tube : laparoscopic bilateral salpingectomy current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in october 2015: results: one of the coils had migrated. On (B)(6)2015 by hysterosalpingogram (hsg) - n/a and the result of essure confirmation test was unilateral occlusion (left tube occluded) and the date on which received results was oct2015 and the healthcare provider tell about results that only one tube was occluded and essure coil had migrated quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received events outcome were updated. Concomitant drugs , medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migrated essure coil was located in uterus"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and rash ("skin rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with surgery (hysterectomy to remove the migrated essure coil in her uterus in (B)(6)2015). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the device expulsion had resolved. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, alopecia, feeling abnormal, memory impairment and rash outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on (B)(6) 2015, hysterosalpingogram was done to check the placement of the coils. The hsg results showed that one of the coils had migrated. As a result, on or about (B)(6) 2015, she underwent a tubal ligation. On (B)(6) 2015, she underwent a hysterectomy to remove the essure devices. Ultimately, the migrated essure coil was located her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: one of the coils had migrated company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events including migrated essure coil was located in uterus (understood as device expulsion), miscarriage, pregnancy and abnormal bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). Also, during essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body and can result in genital bleeding. In this case, after the miscarriage the consumer had an hsg which showed the coils had migrated into the uterus. This device expulsion may have been a contributory role in the reported pregnancy. Miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of gestation. In this case, the miscarriage occurred in the second trimester of pregnancy. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migrated essure coil was located in uterus"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and rash ("skin rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (hysterectomy to remove the migrated essure coil in her uterus in (B)(6) 2015). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the device expulsion had resolved. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, alopecia, feeling abnormal, memory impairment and rash outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on (B)(6) 2015, hysterosalpingogram was done to check the placement of the coils. The hsg results showed that one of the coils had migrated. As a result, on or about (B)(6) 2015, she underwent a tubal ligation. On (B)(6) 2015, she underwent a hysterectomy to remove the essure devices. Ultimately, the migrated essure coil was located her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: one of the coils had migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events including migrated essure coil was located in uterus (understood as device expulsion), miscarriage, pregnancy and abnormal bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). Also, during essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body and can result in genital bleeding. In this case, after the miscarriage the consumer had an hsg which showed the coils had migrated into the uterus. This device expulsion may have been a contributory role in the reported pregnancy. Miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of gestation. In this case, the miscarriage occurred in the second trimester of pregnancy. This case was classified as incident since device removal was required via surgical intervention. The product technical analysis concluded, based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Follow-up information will be obtained through the litigation process.